Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation located under the lifevest electrodes. The patient's dermatologist prescribed a powder. Follow-up indicated that the irritation was better.